Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the guidezilla ii 7f guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial shaft detachment at the distal end of the collar. For a length of 6mm distal from the detachment, the shaft was twisted and flattened. At 8mm in length, running proximally from the tip of the device, the shaft was flattened.

Event description:
Reportable based on device analysis completed on 29aug2023. It was reported that the stent failed to cross the guidezilla and the guidezilla failed to cross the lesion. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A guidezilla ii 7f guide extension catheter was selected for use. During the procedure, it was noted that there was stent delivery failure and the guidezilla could not cross the lesion due to angulation. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure. However, device analysis revealed that there was partial shaft detachment at the distal end of the collar.